Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon eval the electrode belt connector was broken, exposing wires. The cause for the broken trunk connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor is displaying service code 107. The pt was issued a replacement electrode belt and monitor.